Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The handswitch was replaced and the issue was resolved. No parts have been returned to the manufacturer for analysis. The system was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. This occurred intraoperatively. It was reported that the system was able to take scout shots as well as a 3d spin but during a confirmation spin, he was not able to take the shot in 3d. The surgery was completed without delay and there was no patient impact.